Event description:
It was reported that during an open microwave liver ablation with intraoperative ultrasound, the probe cover for the ultrasound probe tore on three separate occasions. A total of four probe covers were used, the first three tore open intraoperatively while ultrasounding the liver.